Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80184, pta balloon dilatation catheter, allegedly experienced break, retraction problem, and material rupture. This report was received from a single source. This malfunction involved a patient with no reported patient injury. The patient is 61 years of age, the gender is female; however, the weight was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device was returned for evaluation. The evaluation of the device confirmed for break and retraction issue, however, it is inconclusive for balloon rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80184, pta balloon dilatation catheter, allegedly experienced break, retraction problem, and material rupture. This report was received from a single source. This event involved a patient with no reported patient injury. The patient is 61 years of age, the gender is female; however, the weight was not provided.

Manufacturer narrative:
H10: the device was returned for evaluation. The company is still investigating the issue at this time. The devices is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device is return for the one malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80184. Pta balloon dilatation catheter allegedly experienced break, retraction problem, and material rapture. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is female; however, the weight was not provided.